Event description:
Report received of an underdelivery. During routine preventative maintenance testing by the user facility, the device was programmed to deliver at 100ml/hr; however, it was reported that the pump was only delivering at a rate of 70ml/hr. There were no reports of any adverse patient events while the device was in clinical use.